Manufacturer narrative:
Section h2 of the previous report, device evaluation was inadvertently not selected.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: the reported event of a low voltage alarm on the system controller was confirmed via the submitted and downloaded log files; however, it was not reproduced during the evaluation of the returned system controller ((B)(6)). The submitted and downloaded log files contained data spanning approximately 16 days. Throughout each of the log files, intermittent low voltage hazard alarms activated while connected to the mobile power unit, the alarms activated due to the rsoc voltage in the black and white power cable simultaneously dropping to 0 volts while the bus voltage remained at the expected level. These alarms resolved themselves once the rsoc voltage in both cables were restored to their expected thresholds. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The returned system controller was functionally tested and passed testing. During troubleshooting, the power cables were tested for current leakage/unintended shorts and it was noticed that the black power cable failed. The underlying wires were found to be shorted to the power cable shielding in the black power cable. The white power cable passed. In addition, the black power cable showed elevated resistances in the underlying wires. The polyurethane jacket of the black cable was dissected to find the underlying wires punctured and the conductors of the underlying wires visible, causing the reported event. Provided information indicated that exchanging the controller resolved the alarms and there have been no further reported issues. In addition, per a phone conversation with the vad coordinator, the damage to the controller was likely attributed to the patient's kitten. The patient is also visiting down in florida and has not had any issues. There was not other controller exchange performed. The root cause for the reported event was determined to be damaged and punctured power cable from the patient's kitten. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the system controller and power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii instructions for use (IFU) under section 2 entitled ¿system operations¿ informs the user to ¿keep the system controller power cables dry and away from water or liquid¿ as it may cause the system to fail or serious electric shock. Section 7 entitled ¿frequently asked questions¿ explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 13oct2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage alarm on the system controller was confirmed via the submitted and downloaded log files; however, it was not reproduced during the evaluation of the returned system controller ((B)(6)). The submitted and downloaded log files contained data spanning approximately 16 days. Throughout each of the log files intermittent low voltage hazard alarms activated while connected to the mobile power unit, the alarms activated due to the rsoc voltage in the black and white power cable simultaneously dropping to 0 volts while the bus voltage remained at the expected level. These alarms resolved themselves once the rsoc voltage in both cables were restored to their expected thresholds. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The returned system controller was functionally tested and found to operate as intended during analysis; the observed low voltage and invalid rsoc faults were unable to be reproduced during testing. Provided information indicated that exchanging the controller resolved the alarms and there have been no further reported issues. The root cause for the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 IFU section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook and heartmate 3 IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. (B)(6) was shipped to the customer on 13oct2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low voltage alarms while connected to the mpu. Upon review of the patient's log files technical services noted odd low power hazard events on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. This appears to be an issue with the mpu or patient cable. The patient continued to have low voltage advisories when securely attached to the mpu. Upon review of the log file there were low power advisories while attached to the mpu which quickly resolved. The patient also had three new batteries which tested red on the charger. The vad coordinator believes that this is a power issue. When the batteries were placed in the universal battery charger there was a red light indicator with alert b001. The patient continues to have low voltage alarms while attached to the mpu. The patient's mpu has been replaced twice and has had a new transformer at home with a full electrical inspection. Upon review of the log files technical services observed low voltages along with power cable disconnects from both leads of the mpu. There was also one low flow advisory seen on the log file. In order to troubleshoot, the patient's controller ( (B)(4) ) and modular cable (7575218) were replaced. Related manufacturer reference number: 2916596-2021-00448 and 2916596-2021-00449 and 2916596-2021-00130.